Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer alleges that the glass vial crumbled into many pieces when the anesthesia technician tried to open the vial with little pressure. No report of a pt and/or user injury or harm.